Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K990089. Investigation: samples received: no samples are available for analysis. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 6,480 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed samples we cannot carry out an analysis in order to take a decision. We have conducted a review of the batch manufacturing record and this batch had an incidence but was released into the market fulfilling usp/ep and b. Braun surgical requirements: - knot pull tensile strength results before releasing the product were 1.13 kgf in average and 1.08 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.92 kgf in average and 0.31 kgf in minimum) - needle attachment strength results before releasing the product were 0.72 kgf in average and 0.48 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.69 kgf in average and 0.35 kgf in minimum). Remarks: when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported the needle detached and thread breaks. The reporter indicated that a thread detached and another thread breaks during surgery. No further information about the type of seam is available. No patient data available.